Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that she received two insulin flow block alarm due to which hyperglycemia occurred. High blood glucose level was 400 mg/dl and treated by the manual injection. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2 patient city:(B)(6). Patient country: united states.